Event description:
No harm to patient. Post coronary thrombectomy, while withdrawing catheter in the rfa [right femoral artery], it broke in the guide at the hypotube location. Needed to get contralateral access in the lfa [left femoral artery] insert a new guide and wire. Disengage the lm [left main] and re-engage with the new guide catheter and wire. Remove the rfa guide with the broken segment of the cat rx still lodged in the guide. Patient fluoro from neck to distal illiacs bilateral to see if any catheter segments remain, none identified.